Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of ventrio st, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as a possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d. 6b (date of explant), e1, e3, f12, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents ventrio st (device #1). Additional emdr's were submitted to represent sorbafix enhanced (device #2) and ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh (device #1) and sorbafix enhanced (device #2). Per operative notes, ¿the hernia was measured, a ventrio st mesh (device #1) was then placed into the abdominal wall and tacked with sorbafix enhanced (device #2)." On (B)(6) 2015 - patient was diagnosed with abdominal pain, recurrent hernia thereby underwent open repair with the removal of mesh (device#1), sorbafix enhanced (device#2) and implant of ventralight st mesh (device#3). Per operative notes, ¿if could take out the mesh and the tacks, may be his pain would go away, particularly if removal of the tacks. The mesh was dissected off posteriorly and noted that inferior of the mesh had already pulled away from the fascia and the hernia was recurring. All the mesh (device #1) and tacks (device #2) were removed. A ventralight st mesh (device#3) was then placed into the abdomen." On (B)(6) 2017 - patient was diagnosed with abdominal pain and intra-abdominal adhesions to the mesh and bowel obstruction thereby underwent open repair with the removal of mesh (device #3). Per operative notes, ¿some adhesions to the mesh, attached to the bowel was taken down. The mesh (device #3) was removed." Attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.